Manufacturer narrative:
Eval is in progress, but not yet concluded. The subsidiary's mfg engineering center (mec) could duplicate the reported issue.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was an error message "stopped: motor error" displayed on the roller pump and they could not use the unit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.